Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer performed a supply change to resolve the occlusions. There was no reported adverse impact to the customer's blood glucose level. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.